Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant, device interrogation revealed the right ventricular lead exhibited decreased sensing. Chest x-ray was performed on (B)(6) 2020, which revealed lead dislodgement and cardiac perforation. Lead was explanted and replaced successfully on (B)(6) 2020. Patient was in stable condition throughout the procedure.